Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (bmt) reported when the machine was put into dissolution mode, the machine sparked and smoke was observed. The bmt could not identify the source and stated there was no fire. The bmt swapped the transfer pump and no more sparks or smoke were observed. Currently the machine was not filling, but stayed on. The fill valve voltage was measured during fill and the led was solid with a measured voltage as 23 vac. The bmt was advised to replace the fill valve and control board. Upon follow-up, the bmt stated the mixing pump, fill valve and control board were all replaced to resolve the issue. The mixer has been repaired and returned to service. The bmt stated thermal damage was noted on one of the fill valves and stated the valve had likely burnt as water came into contact with it. The bmt confirmed there was no fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and were no longer available to be returned for evaluation.

Event description:
A user facility biomedical technician (bmt) reported when the machine was put into dissolution mode, the machine sparked and smoke was observed. The bmt could not identify the source and stated there was no fire. The bmt swapped the transfer pump and no more sparks or smoke were observed. Currently the machine was not filling, but stayed on. The fill valve voltage was measured during fill and the led was solid with a measured voltage as 23 vac. The bmt was advised to replace the fill valve and control board. Upon follow-up, the bmt stated the mixing pump, fill valve and control board were all replaced to resolve the issue. The mixer has been repaired and returned to service. The bmt stated thermal damage was noted on one of the fill valves and stated the valve had likely burnt as water came into contact with it. The bmt confirmed there was no fire as a result of the reported issue. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and were no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.